Event description:
The patient contacted animas on (B)(6) 2014 reporting that they had a blood glucose (bg) in the range of 400mg/dl with one bg over 500mg/dl with abdominal bloating. The patient stated that the infusion set tubing and cartridge were disconnected from each other and the patient reconnected them without removing cartridge from the pump. There is no visible damage to the infusion set luer lock. This report is being made due to the hypoglycemic event the patient experienced that resulted from connecting infusion set and cartridge incorrectly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (connecting infusion set and cartridge incorrectly).